Manufacturer narrative:
A field service engineer (fse) was dispatched and checked the instrument. The fse performed (B)(4) test which was acceptable. Technical applications worked with the customer to troubleshoot the issue. The customer is using non-laboratory quality freezers which go through a freeze-thaw cycle to prevent ice buildup. Technical applications provided information to the customer about the problems of using frost-free freezers. The customer environmental issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems for nine patients. Patient samples were sent for testing at the reference lab and lower results were obtained. Bci and the reference lab results are shown. The high tbil results were not reported out of the lab. Patient treatment was not affected.